Manufacturer narrative:
Concomitant medical product: product ID: dtbb1d4 ICD, implanted: (B)(6) 2017 .product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert for low pacing impedance. It was noted that the patient had taken two falls several days prior to the alert. The lead remains in use. No patient complications have been reported as a result of this event.